Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having an increased pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.